Event description:
It was reported when using the pyxis medstation es system, it was not detected on bus. The customer reported that they encountered difficulties in removing the medications when attempting to issue them to a patient, which resulted from this malfunction and subsequently caused a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latches were disconnected which needed to be replaced. The field service engineer installed a new latch on the tower door and verified that the systems was functioning correctly. The system functioned as intended after the field service engineer troubleshooted the device.